Manufacturer narrative:
(B) (4).

Event description:
A confirmed pump motor stall and recovery was reported. Per the reporter, the motor stall was caused by the pt having an MRI. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.